Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient "had alarms coming from his controller. The patient's wife states patient had audio alarms on batteries and power module. Audio alarms would occur intermittently. Brought patient into office, pump off, and low speed operations were occurring. The patient states he did feel the vibration in his chest." Customer submitted log file for evaluation. Log file for contained multiple pump stopped events. These events were associated with elevated power values and elevated pi values. X-ray images of patient's driveline were requested. Customer will submit x-ray images. Customer stated that patient is stable with no current alarms. Additional information was received via device tracking form that the patient received a pump exchange.

Manufacturer narrative:
The device was returned to the manufactured for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.